Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of vasculature occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm ultra. Patient developed a vasculature occlusion on the superior lip. Patient was treated with hylaise by a physician.